Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description, lens was in poor condition with broken haptic. The lens was replaced with another company lens. Additional information was received and stated, during the procedure, the damaged intra ocular lens (iol) was removed and a new company lens with 0.50 diopters higher was inserted and patient was recovered.